Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated on the reported information.

Event description:
Customer claims that the new way in which the trays are wrapped and taped creates tears on the wrap and more difficult to unwrap.

Manufacturer narrative:
On 9/24/2015 integra investigation completed: method: failure analysis, device history evaluation. Results: failure analysis. The product was not returned and a complete failure analysis could not be performed. Based on the complaint it appears the customer is indicating that the drapes are difficult to open and leads to tearing. Because the product was not returned, no conclusions can be drawn. Device history evaluation - a review of the device history record indicated the tray was manufactured to specifications at the time of manufacture. Conclusion: the product was not returned, a root cause analysis is not possible.